Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted if additional information becomes available. This report was submitted november 30, 2016. Customer's address: (B)(6).

Event description:
It was reported that when the table of the uroskop access system moved from a recumbent position to a standing position, at approximately 45 degree angle the foot base unlocked and the patient dropped out of the foot base. There are no injuries attributed to this event. The reported event occurred in (B)(6).